Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus, esc and act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed displacement test and self test. Device received with cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the button on the insulin pump would not respond at times. The customer's blood glucose level was 20.5 mmol/l at the time of the incident. The customer stated that the insulin pump was not responding at times. The customer stated that there was a time that 1 day, it would work and the rest of the week would not work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.